Event description:
The mitral valve was explanted due to an increased pressure gradient and "eccentric" paravalvular leak in the medial portion of the valve. The aortic valve (2648612-200300014) was also was explanted during this procedure. Previous echocardiograms (1999, 2000, and 2001) showed "normal" functioning valves; however, echocardiograms in 2002, showed increased mitral valve gradient (28 mmhg) and the aortic valve was functioning "well". The patient did not experience sob, palpitations, or chest pain. The valves were replaced with a 27mj-501, and a 23agfn-756. In 2003, during at follow-up visit, the patient was reported to be stable and improving.